Event description:
Non-integration. It was a try to get a working visitor with very little bone left.

Event description:
Non-integration. It was a try to get a working visiotor with very little bone left.